Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as MFR # 9610726-2011-00200.

Event description:
Mr. (B)(6) from the purchasing dept reports via our sales rep, (B)(6) that a spring of the impaction handle loosened and that therefore the femoral impactor cannot be connected. Furthermore he reports that a bolt of the femoral impactor broke. Mr. (B)(6) reports that this happened during a surgery which was finished using an alternative instrument from a second tray.